Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, fluoroscopy revealed the left ventricular lead had externalized conductors. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 81.7cm to 82.6cm from the connector pin.